Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal controller unit (ccu) was giving a false backflow alarm. As a mitigation, the sensor was unplugged. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2022, the team at the user facility experienced a problem with the heart lung machine (hlm) whereby a 'backflow alarm kept going off for no reason'. The manufacturer's clinical specialist spoke at length with the perfusionist who explained that the problem happened periodically, always with the same hlm, but not every case. He said the backflow alarm does not happen while on cpb, but during the time of no flow just before or just after cpb. He also explained that when this backflow alarm was occurring, the only way to make it stop was to unplug the sensor. The surgery was completed successfully with no delay, no blood loss, and no change out.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal controller unit (ccu) was giving a false backflow alarm. As a mitigation, the sensor was unplugged. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2022, the team at the user facility experienced a problem with the heart lung machine (hlm) whereby a 'backflow alarm kept going off for no reason'. The manufacturer's clinical specialist spoke at length with the perfusionist who explained that the problem happened periodically, always with the same hlm, but not every case. He said the backflow alarm does not happen while on cpb, but during the time of no flow just before or just after cpb. He also explained that when this backflow alarm was occurring, the only way to make it stop was to unplug the sensor. The surgery was completed successfully with no delay, no blood loss, and no change out.

Manufacturer narrative:
Updated blocks: d4 and h4 per the manufacturer's sales manager, new replacement parts were ordered by the user facility.

Manufacturer narrative:
Updated blocks: d9, h3 and h6 the reported complaint could not be confirmed. Per log review, the issue was reported to have occurred on 02-feb-2022. The flow module was returned for repair but when the log was exported it only went back to 08-apr-2022. The complaint cannot be confirmed with the log since the log does not cover the date the issue occurred. The flow sensor that was also returned was part number: 6382, serial number: 4210, UDI: (B)(6)during laboratory evaluation, the product surveillance technician (pst) connected the flow module and flow sensor to the lab use only (luo) testing equipment. Both passed all verification and release testing. The pst monitored for inadvertent backflow alarms and made no observations and passed for a period of six hours. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.